Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 46 mg/dl. The customer treated with juice. The customer had been using the insulin pump system within 48 hours of the reported hypoglycemia. Troubleshooting was initiated on the insulin pump. No device anomalies were identified during troubleshooting. It is unknown if the auto mode feature was active and automatically adjusting insulin delivery during the incident. The insulin pump was not returned for analysis.